Manufacturer narrative:
Other text: no product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. If the device becomes available, smiths medical will re-open the complaint file and submit a supplemental MDR as necessary in accordance with 21 cfr 803.56.

Event description:
It was reported the disposable was leaking. No patient injury reported.